Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer was advised that it was safe to continue using the pump and to call back if the issue reoccurred.